Manufacturer narrative:
Investigation: DHR review was not performed since the lot number associated with this account was unknown. Received one 22ga fully retracted needle-barrel assembly and a catheter adapter assembly, no packaging material was received. Visual/microscopic evaluation: ¿ the needle was fully retracted within the safety barrel ¿ traces of blood were observed throughout the components ¿ the cannula was pushed into the out position and no damage was observed ¿ no damage was found on the barrel, the spring or the hub. ¿ the white button was pushed and the needle successfully retracted inside the barrel the unit did not reveal any physical or mechanical defects that would trigger the failure experienced by the customer and could not be reproduced at the laboratory.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter as the nurse activated the safety mechanism while stopped blood by his/her thumb, nsi occurred to the thumb.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter as the nurse activated the safety mechanism while stopped blood by his/her thumb, nsi occurred to the thumb.